Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The most likely cause of this event was accumulation of dust in the power supply. Maintenance documentation includes cleaning instructions related to dust build up. The power supply was replaced with a newer type on (B)(6) 2014. The instrument has worked without problems since the replacement.

Event description:
The customer stated they found their integra 400 plus analyzer completely turned off in the morning. They tried to power up the analyzer, but the "electricity protection intervened". The customer stated they could smell a burning smell, and it was impossible to turn the analyzer on. The analyzer was switched off after this incident. Pictures were provided showing physical damage, possibly due to excessive heat. The field service representative replaced the old power supply. No one was adversely affected by this event.